Event description:
The staff reports that the "sheath split all the way down and the starclose device failed." Patient ended up with a large hematoma and swelling that progressed into the scrotum. Femostop was applied. Physician has had failures on this device in the past. Operator error vs. Product failure not determined.